Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed high out of range impedance measurements. Threshold measurements were within normal range, however have increased slowly. No noise was noted on the electrogram with provocative stimulation. No inappropriate therapy had been delivered. Normal sensing measurments were obtained. No adverse patient effects were reported. A lead revision is intended after an x-ray is performed. This device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, the device was explanted years later and returned for disposal. No information communicated regarding the out of service rationale. Following returned product analysis this event will be further updated.